Event description:
It was reported that an attempt was made to cross the vision through a lesion in the native lad via a graft. Agressive efforts were made to cross against resistance (contrary to IFU), but they were unsuccessful. During withdrawal of the device, the stent dislodged from the balloon as it reached the guiding catheter. A snare device successfully removed the separated stent from the anatomy.